Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels of up to 400 mg/dl. The customer suspected that the elevated blood glucose levels were due to a need for a settings adjustment to the basal, carb ratio, and correction factor on the pump. The customer took correction boluses to address their bg. Reportedly, the customer would consult their healthcare provider to make adjustments to their settings.